Event description:
It was reported that during a vena cava filter deployment the filter feet became stuck at the distal end of the deployment sheath. Additional manipulation with the deployment system was needed to complete the filter deployment; however, upon deployment the filter legs did not fully expand. The filter remains implanted; however , the filter will be retrieved at the conclusion of the patient's medical treatment with in the next few weeks as originally planned. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was not returned. Images were received. Based on the image review, based on the images provided, partial denali femoral filter deployment with six filter legs inside the distal tip of the deployment sheath, as the deployment pusher rod is no longer in contact with the apex of the filter, can be confirmed. Based on images provided, six crossed filter legs can be confirmed. Based on images provided, filter tilt cannot be confirmed. Based upon the available info, the definitive root cause for this event is unk. It is unk if procedural factors contributed to this event.